Manufacturer narrative:
Tandem engineering performed pump log review and intermittent auto off alarms were confirmed. Failing to clear an alarm can lead to a high bg event. There is no evidence that the pump experienced a malfunction or failure.

Manufacturer narrative:
Root cause: training/use error. The user guide states: your t:slim pump can stop insulin delivery and alert you (or whoever is with you) if there has been no interaction with the pump within a specified period of time. The default for this alarm is preset to 12 hours. You can set it anywhere between 5 and 24 hours, or off. This alarm notifies you that there has been no interaction with the pump in the specified number of hours and the pump will shut down after 30 seconds. The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed.

Event description:
It was reported that the customer was hospitalized on (B)(6) 2020 for elevated blood glucose (bg), diabetic ketoacidosis and microcephaly. Reportedly, the customer was unconscious for 2 weeks and did not know what treatment was administered while hospitalized. The customer was released from the hospital on (B)(6) 2020. Health care professional (hcp) was unsure if customer has permanent damage. Customer requested that tandem customer technical support (cts) send pump log history for april 2020 to customer's hcp. Customer declined troubleshooting with cts. Review of pump logs by cts confirmed customer received multiple, intermittent auto-off alarms between (B)(6) 202020 and (B)(6) 2020, resulting in suspension of insulin delivery as alarms were not acknowledged. Cts verified that auto off alarm was set to 12 hours. No additional patient or event information available.